Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl. Customer was guided by technical support to remove the cartridge and inspect the o-ring, which was found missing or damaged. Customer received assistance in filling a new cartridge and was instructed on cleaning and attaching it properly, but was unable to successfully load it onto the pump. Issue was escalated to customer support for further troubleshooting.